Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device bottom dislodged. They opened another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. A visual inspection of the returned photo noted: the photo depicts the bottom of the device and what appears to be minimal adhesive on the foam body. The visual inspection of the device noted no abnormalities to the foam body. The valve was opened. The surfactant was gone. The bottom panel was disengaged from the foam body. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. However, the manufacturing line was relocated to another site. The controls are in place to prevent this type of condition from reoccurring. If information is provided in the future, a supplemental report will be issued.